Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 06/02/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. No evidence of the battery life complaint was observed in the available black box data. During testing, the rewind, load, and prime steps were completed successfully with no duplicated battery life issues. The electrical current draws measured within specifications. The complaint was not duplicated. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
A review of the complaint record indicated that the complaint was received on 03/20/2015.